Event description:
Caller reported a cgm error. The blood glucose level was not adversely impacted. Caller was guided through a pump reset, resolving the issue, and successfully started their sensor session without further errors.